Event description:
Related manufacturer reference number 1627487-2019-06855.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06855. It was reported that patient underwent surgical intervention on (B)(6) 2019 to remove scar tissue from the extension site. The issue was resolved. It is unknown which extension was directly implicated and both will be reported.